Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 34 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 192 mg/dl. Troubleshooting found that the drive support cap was normal and the pump settings are correct. Troubleshooting also found that the customer was hospitalized for a seizure and that he may have had diabetic ketoacidosis. Customer was also advised to monitor the pump and call back if issues persist as it appears that the pump is working as designed.